Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and was surgically abandoned. The cause was attributed to the open heart surgery the patient had previously. No additional adverse patient effects were reported.